Event description:
I got a lap band ap s size in 2009. Since 2012, I have been unable to eat and drink properly. Through several tests spanning over 4 years I have finally discovered the band had migrated into my stomach caused severe damage, scar tissue, and digestive issues.